Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent surgery to have a simplified universal nail (sun) removed, and upon operating, surgeon found that the nail was broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown patient information. Event date: unknown. Report is for one (1) unknown simplified universal nail (sun). Implant/explant date: unknown. Device is not distributed in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.